Event description:
During the atrial fibrillation procedure, part of the sheath broke off from the device requiring surgical intervention to retrieve it. All pieces were accounted for with fluoroscopy. The physician cancelled the procedure due to the issue with the sheath.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath was noted to be fractured and detached from the distal end. Additionally, the distal half of the sheath was yellowed and noted to be cracked in multiple locations. The damage is consistent with degradation of the device due to exposure to uv light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) warns that the product should be stored in a cool, dark, dry place. The cause of the sheath degradation is consistent with not following the instructions for use.